Event description:
The customer reported the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a generator calibration, erased the memory nodes, and replaced the hard drive, rtos and gpos single board computers, and reloaded system software and calibration files. The system operates as intended.